Event description:
It was reported that after an infusion set change, the user experienced prolonged high blood glucose despite the ilet delivering small amounts of insulin, with no observed leakage or air bubbles, and the user declined an additional infusion set change; the user disconnected, primed the tubing with visible insulin, administered a 7-unit manual injection, and was advised to disconnect from the ilet for 90 minutes after the injection. Symptoms included feeling unwell with polyuria and leg soreness. Outcomes included transient functional limitation without medical intervention or hospitalization. Investigation included review of device data, user interviews, and guided troubleshooting of the infusion system. Investigation of this case revealed no device malfunction observed during review and use of back-up therapy, with a plausible infusion site or cannula issue as a potential contributor, though the specific cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.